Manufacturer narrative:
Citation: subban, v. Et al. Outcomes of transcatheter aortic valve implantation in high surgical risk and inoperable patients with aortic stenosis: a single australian centre experience. Internal medicine journal(2016) (doi 10.1111/imj.12938) earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding outcomes after the implant of a transcatheter bioprosthetic aortic valve in high surgical risk and inoperable patients. All data were collected from a single center between 2008 and 2013. The study population included 209 patients (predominantly female; mean age 83.7 ± 6.7 years), 86 of which were implanted with medtronic corevalve (serial numbers not provided) among all patients implanted with a corevalve, adverse events included: conduction disturbances treated with the implant of a permanent pacemaker, bleeding, vascular complications, stroke, dislodged valve and myocardial infarction. Other adverse events included moderate to severe paravalvular leak. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.